Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose via injection provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose via injection provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.